Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted due to an unknown product performance issue. A new device was successfully implanted. No additional patient adverse effects were reported. It is unknown if this device will be returned to boston scientific for analysis.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted due to entering in safety mode. A new device was successfully implanted. No additional patient adverse effects were reported. This device is expected to be returned to boston scientific for analysis.